Event description:
A waste bag pressure alarm occurred at the start of a routine hemodialysis treatment. Treatment was ended without performing rinseback due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. It was later determined through assistance by technical support that the alarm was caused by improper loading of the dialysate disposable by the operator. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. User's guide also contains adequate instructions for loading of the dialysate disposable. The cycler alarmed appropriately. A direct correlation between nxstage sys one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.